Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed. The field service engineer (fse) inspected the unit and verified that the latch was relatively new, and microswitch sensors were clean. Reseated all connections, but the issue persisted. Fse then replaced the remote manager controller, completed configuration, and confirmed the refrigerator was functioning normally. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.